Event description:
It was reported that the bd micro-fine¿ insulin syringe needle plunger had difficult movement during use, inhibiting the injection. This made it difficult for the consumer to know how many units had already been injected, leading to extra injections "in between" or "eating more". The following information was provided by the initial reporter, translated from dutch to english: "1. Plunger does not slide well. Injection is inhibited. Occurs with 1 syringe per bag. 2. Needles appear thicker than before 3. Sometimes there are burrs on the needle" the patient no longer knows how many units she has already injected and how many units she still has to inject in order to have the right amount of insulin with diabetes hyper/hypo effect. So extra follow-up is needed: extra glycemia control and possibly injecting insulin in between or eating more.

Manufacturer narrative:
Investigation summary: customer returned four (4) loose 30g x 8mm, 0.3ml bd insulin syringes from lot 8204659. Consumer reported the following: 1. Plunger does not slide well, injection is inhibited; 2. Needles appear thicker than before; 3. Sometimes there are burrs on the needle. All four returned samples were examined, then tested for plunger rod movement: no issues with moving the plunger rod were observed on any of the four returned samples. The samples were then tested for point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 30g cannula: 0.0120¿- 0.0125¿): data: sample 1; point: good; outer diameter (in.): 0.0123; lube: good. Data: sample 2; point: good; outer diameter (in.): 0.0123; lube: good. Data: sample 3; point: good; outer diameter (in.): 0.0123; lube: good. Data: sample 4; point: good; outer diameter (in.): 0.0123; lube: good. No issues regarding needle point integrity or cannula dimension (diameter) was observed. As no manufacturing defects were observed on any of the four returned samples, the alleged issues could not be confirmed. A review of the device history record was completed for batch# 8204659. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were three (3) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ insulin syringe needle plunger had difficult movement during use, inhibiting the injection. This made it difficult for the consumer to know how many units had already been injected, leading to extra injections "in between" or "eating more". The following information was provided by the initial reporter, translated from (B)(6) to english: " plunger does not slide well. Injection is inhibited. Occurs with 1 syringe per bag. Needles appear thicker than before. Sometimes there are burrs on the needle." The patient no longer knows how many units she has already injected and how many units she still has to inject in order to have the right amount of insulin with diabetes hyper/hypo effect. So extra follow-up is needed: extra glycemia control and possibly injecting insulin in between or eating more.